Event description:
A nurse assistant reports that she was exposed to latex containing products, latex dust, and various powder additives during the course of her employment. She reports that she has experienced the following symptoms: shortness of breath, rhinitis, respiratory problems, tightness in the chest, swelling of eye, skin rashes, hives, contact dermatitis, urticaria, discomfort, depression and emotional distress. She reports these symptoms are due to latex gloves made by different latex glove MFR.